Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. After the device was implanted it was noted that there was a micro air embolism that was behind the device. The device was left in place and successfully implanted in the patient. There were no complications that occurred as a result of this. The patient was doing fine following this event.